Event description:
Event description it was reported three days post-implant that the pulse generator (pg) connected to this atrial lead had a loss of atrial capture with high thresholds and measured low p-wave amplitudes. The next day, the physician attempted to reposition the lead. After opening the pocket, blood was found inside the insulation of the lead and the physician decided to replace the lead. It was also reported that during the original implant procedure this lead was repositioned. At that time, the physician used a scalpel to cut the suture on the suture sleeve. The physician is concerned that he may have damaged the lead insulation when he cut the suture sleeve. Information such as whether blood was present in the header, or whether the pg seal plugs showed evidence of damage was not reported to guidant.